Event description:
It was reported that the customer had no delivery alarms three times today. Customer stated that he had a bad quick set and changed it. Customer's blood glucose level was 68 mg/dl. Customer ate breakfast and reported that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. Customer is unable to determine the cause of the issue. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.